Manufacturer narrative:
The customer reported that their multigas unit got a "line block error", which they attempt to clear by changing the sample lines and the water trap. However, this lead them to get the error: "gas device error". No harm or injury was reported.

Event description:
The customer reported that their multigas unit got a "line block error", which they attempt to clear by changing the sample lines and the water trap. However, this lead them to get the error: "gas device error". No harm or injury was reported.